Event description:
It was reported that PICC that had been in for 26 days. It was 2 cm out for that time. 2 days ago, it started having positional blood return. Really weird positional return, like hand up vs hand down with no other arm movement. Then today it started with drainage from the insertion site, bloody diluted fluid. During a dressing change it accidently got pulled out to where we could see what we thought was a kink but upon closer exam it is a tear. The patient got unnecessary doses of cathflo and had to undergo another PICC insertion to replace this catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 4 cm and 5 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that PICC that had been in for 26 days. It was 2 cm out for that time. 2 days ago, it started having positional blood return. Really weird positional return, like hand up vs hand down with no other arm movement. Then today it started with drainage from the insertion site, bloody diluted fluid. During a dressing change it accidently got pulled out to where we could see what we thought was a kink but upon closer exam it is a tear. The patient got unnecessary doses of cathflo and had to undergo another PICC insertion to replace this catheter. No other information was provided.